Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen and insulin pump was not working. The blood glucose was unknown at the time of the incident. On the screen, it turns off and on. Customer advised to call back when she has the pump with her to troubleshoot the pump. The device will not be returned for analysis.